Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. The insulin does not inject with novopen 6 [device failure]. Problem with setting and device function [device malfunction]. The screen does not turn on, no display appears. The display shows nothing at all [device information output issue]. Case description: this serious spontaneous case from france was reported by a pharmacist as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "the insulin does not inject with novopen 6(device failure)" beginning on (B)(6) 2025, "problem with setting and device function(device malfunction)" beginning on (B)(6) 2025, "the screen does not turn on, no display appears. The display shows nothing at all (no image display on device)" with an unspecified onset date, and concerned a 35-year-old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes", novorapid (insulin aspart 100 u/ml) from unknown start date for "type 2 diabetes", patient's height: 170 cm. Patient's weight: 85 kg. Patient's bmi: 29.41176470. Current condition: type 2 diabetes (duration was not reported), hypertension. Concomitant products included - abasaglar (insulin glargine), lantus (insulin glargine), loxen [loxoprofen sodium dihydrate] (loxoprofen sodium dihydrate), needle unspecified (non codable). Treatment included - novorapid flexpen (insulin aspart 100 u/ml) a new pen was purchased recently, on thursday, less than a week ago. From an unknown date (very first use) the screen did not turn on, no display appeared. And from (B)(6) 2025 pen did not inject insulin. On an unknown date, the patient experienced hyperglycemia as a result. After several attempts, the screen lit up only after five tries, then switched off again. A flow test was performed to eliminate the space between the piston and the cartridge. The test was successful, insulin was released, but the screen remained off. It was reported there was problem with setting and device function. Batch numbers: novopen 6: rvghv97. Novorapid: requested. Action taken to novopen 6 was reported as unknown. Action taken to novorapid was reported as unknown. The outcome for the event "hyperglycemia(hyperglycemia)" was unknown. The outcome for the event "the insulin does not inject with novopen 6(device failure)" was recovered. The outcome for the event "problem with setting and device function (device malfunction)" was recovered. The outcome for the event "the screen does not turn on, no display appears. The display shows nothing at all (no image display on device)" was unknown. Reporter's causality (novopen 6) - hyperglycemia(hyperglycemia): unknown. The insulin does not inject with novopen 6(device failure): unknown. Problem with setting and device function (device malfunction): unknown. The screen does not turn on, no display appears. The display shows nothing at all (no image display on device): unknown. Company's causality (novopen 6) - hyperglycemia(hyperglycemia): possible. The insulin does not inject with novopen 6(device failure): possible. Problem with setting and device function (device malfunction): possible. The screen does not turn on, no display appears. The display shows nothing at all (no image display on device): possible. Reporter's causality (novorapid) - hyperglycemia(hyperglycemia): unknown. The insulin does not inject with novopen 6(device failure): unknown. Problem with setting and device function (device malfunction): unknown. The screen does not turn on, no display appears. The display shows nothing at all (no image display on device): unknown. Company's causality (novorapid) - hyperglycemia(hyperglycemia) : possible the insulin does not inject with novopen 6(device failure) : possible problem with setting and device function(device malfunction) : possible the screen does not turn on, no display appears. The display shows nothing at all(no image display on device) : possible this case was re-classified from nonserious to serious on 10-dec-2025 due to addition of seriousness criteria other to the events(hyperglycemia, device failure, no image display on device) and addition of new serious event device malfunction. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number. Reference ID#: (B)(4) reference notes.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), problem with setting and device function, hyperglycemia, the insulin does not inject with novopen 6 [device failure], the screen does not turn on, no display appears. The display shows nothing at all [device information output issue]. Case description: investigational results: name: novopen 6. Batch number: rvghv97. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 100 u/ml. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case was updated with the following information: -investigation results updated. -device tab: is non-reportable and malfunction fields updated to no. -EU/ca tab: expected date of follow up removed and final report was ticked, further investigation. -device addendum: annex b c d g codes updated. -CAPA comment updated in eol. -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: 10-feb-2026: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Patient's underlying medical condition of type 2 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid. H3 continued: evaluation summary: name: novopen 6. Batch number: rvghv97. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.